Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device, performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a 980 ventilator failed the power on self test (post) and generated an inoperable error message. Although requested, the following information was not provided: if a patient was impacted by the reported event, patient outcome, as well as if any intervention was required on behalf of the patient.